Event description:
Biomed technician was called to cicu to troubleshoot the monitor failure of not able to detect the presence of carescape, patient data module (pdm) prior to the admitting the patient. The pdm connector was defective (plastic surrounding pins was damaged and multiple pins were pushed in not allowing contact to base female connector). At this time all other monitors (qty 20) were inspected and found 4 additional rooms down (not is use) due to the same problem which were not reported to biomed. Old tram modules were used to keep all five (5) cicu rooms operational.manufacturer response for monitor, physiological, carescape pdm (per site reporter).======================no response at this time yet.